Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The report stated a crack was detected on the cuff and air leakage was suspected during use. No info was available regarding prior to use inspection of the tube. The pt required re-intubation with another (unspecified tube).